Event description:
Patient head pinned in a mayfield headholder and positioned prone. The rocker arm slipped and head pin lacerated patient's head about the left ear. Laceration sewn and stapled.integra representative called to check out headholder and it was found to be in good working condition.